Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately seven years post-implantation due to pain, discomfort and lack of mobility. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item# 157452/ m2a-magnum mod hd / lot # 868280. Item # 139264/ m2a-magn tpr insrt/lot # 865480. Item# 21-103205/ ha taperloc por fmrl / lot# 262190. Visual inspection of the returned device revealed one m2a-magnum pf cup 58odx52id, one m2a-magnum mod hd sz 52mm, one m2a-magnum 52-60mm tpr insrt-6 0/-6mmt1, and one ha taperloc por fmrl 11x142 were returned and evaluated. Upon visual inspection the stem, insert, and head are stuck together and could not be pulled apart. The face of the head has damage and the outside radius has debris and scuffing. The returned cup has scuffing on the inside radius and debris on the outside radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no deviations or anomalies that contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05968, 0001825034-2017-05969, 0001825034-2017-05970. Concomitant medical products - unknown stem, unknown taper, unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately seven years post-implantation due to unknown reason. No further information has been provided.